Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported through msos (medication safety officers society) forum issues with titratable medications being programmed incorrectly in alaris system. The clinician stated that the issues stem from the following: the hospital does not use range orders, "so there is almost always an epic alert that the mar (medication administration record) dose is incorrect since it rarely matches the original order"; the pumps are routinely programmed to the original dose, rather than the most recently titrated dose; the nurses have to enter a rate into the mar as a hard stop, rather than the dose, resulting in some confusion at the pump. The customer added that "all of this contributes to alert fatigue in which soft alerts for guardrails are quickly overridden." There was patient involvement, but the outcome is unknown.